Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the device was received at the service center and evaluated. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The following repair activities were performed: "tornado": preventive replacement of o-rings performed; according to sb13f317; motor does not turn: motor replaced; protective conductor resistance out of tolerance - motor cable replaced; defective o-rings replaced; damaged parts of the drill mounting mechanism replaced; damaged parts of the valve was replaced; unit cleaned; functional test performed; hipot test completed; electrical safety test completed; functional test according to test procedure completed; safety test checklist enclosed. As per the input check report all screws stripped out, motor sticks, resistance of cable out of tolerance, bar is defective, springs are worn out. The root cause of the reported issue is undetermined. This serial number belongs to an old legacy device. A review of lot/batch history for each legacy fms product complaint received by mitek is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that prior to an unspecified surgery, it was observed that the 8022 hand pc tornado shaver needed service as it was broken. During in-house engineering evaluation, it was determined that the drill mounting mechanism was defective on the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.